Event description:
It was reported that during a meniscus repair surgery, it was found that t2 did not deployed and it remains in the needle. No patient injury or delay was reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle, but were returned. Examination of the construct showed t1 is missing; it appears t1 broke off of the suture as the knot is intact. Suture has not been cinched. T2 remains attached to the suture and shows no abnormalities. The actuator is in its t2 post-deployment position indicating multiple trigger cycles. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. This investigation could not identify any evidence of product contribution to the reported complaint.